Event description:
The reporter stated that the surgeon was inserting a aq2010v three piece silicone lens into patient's eye and a haptic tore off. The surgeon removed and replaced with another model lens with no patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens has one haptic torn off. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.